Event description:
During a patient event, it was reported that the device initially delivered a 200 joule defibrillation shock successfully to the patient; however, following the initial shock, during the attempt to charge the defibrillation energy to 300 joules, the device lost power at 10 joules during the charge. The ems crew then checked the batteries and connections and powered the device back on. Another attempt at delivering 300 joules was made, but the device again lost power at 10 joules while charging. After three additional attempts, with the same outcome, the ems crew then attempted to charge the defibrillation energy to 250 joules and was able to successfully deliver the shock. Approximately 2 minutes later, the ems crew again successfully delivered a 250 joule defibrillation shock. The patient did not survive.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The cause of the reported failure was determined to be due to a connector, designator p11, from wire harness, designator w10, which was not fully seated and locked into the mating connector receptacle, designator j11, on the power pcb assembly. The wire harness connects the positive and negative terminals of both batteries to the power pcb assembly. The electronic patient record showed a delay of approximately 5 minutes from the first loss of power until the successful delivery of the second defibrillation shock. The device will be repaired and returned to the customer.